Manufacturer narrative:
Concomitant medical product: d314vrg ICD implanted on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had one inappropriate shock back in 2014 due to t-wave oversensing (twos) on the right ventricular (rv) lead. No intervention was done as nips (non-invasive programmed stimulation) did not reproduce the issue. The rv lead remain in use. No further patient complications have been reported as a result of this event.